Event description:
The facility reported an infusion pump with failure code 810:11. It is not known if the failure occurred while infusing. The facility representative stated that no patient injury was reported on this pump since the last baxter service event. Information regarding medication involved, pump programming and additional information was not provided.